Event description:
Spontaneous, inbound call from the patient stating that both pumps are alarming for "high pressure". Patient checked tubing for blockage and kinking. Hickman line was clean and flushed. While on the phone patient was able to make a new cassette, sit it, prime it and the pump was delivering medication without any alarms after several minutes. The problem was with the cassette and not the pump. No further information is known. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Not initially but was able to assist patient in getting 1 of the pumps running. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in order to continue their infusion? Helped the patient get one pump running. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Ongoing, we are shipping replacement pump. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No reported by (B)(6) by: patient/caregiver.